Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified and mildly tortuous left superficial femoral artery. A 5.0mmx40mmx135cm sterling¿ balloon catheter was advanced for dilation. However, on the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).